Event description:
In 2008, a lay user/reporter contacted lifescan (lfs) alleging that an onetouch ultra meter had an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. On the day before at 5:30 pm, the patient reportedly received an error 2 message on the subject meter when attempting to do a blood glucose test. The patient does not have a backup meter or test her blood sugar with. She tests her blood glucose three times a day and manages her diabetes with insulin (unspecified type) taken with dose adjustments based on her meter results and feelings. As a result of the alleged meter issue, the patient reportedly did not take any actions towards her diabetes management. Sometime after the alleged meter issue began, the patient claimed she developed symptoms of "rapid heartbeat, feeling lost and confused, legs felt weak and numb" but reportedly did not seek medical intervention or received any treatment. During troubleshooting, it was verified that this was not a new out of box product. The testing technique was correct and the test strips were in good condition. The issue was resolved when a retest was performed. This complaint is being reported due to the following conclusions: the patient claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The patent's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.